Manufacturer narrative:
As reported in a research article, complications of tissue valve implant included patient-prothesis mismatch, aortic valve replacement, bleeding, and acute kidney injury. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report 3008452825-2020-00589. The article "patient-prosthesis mismatch worsens long-term survival ¿ insights from the finnvalve registry" that was accepted on (B)(6) 2020 was reviewed. This research article is a retrospective multi center experience to investigate the incidence of patient-prosthesis mismatch (ppm) and its impact on survival and reinterventions in a finnish nationwide cohort. Edwards perimount magna ease, abbott trifecta, sorin soprano, sorin crown, sorin mitroflow, abbott epic/biocor, medtronic hancock ii, medtronic mosaic were associated to the study. The article concluded that severe ppm was associated with significantly increased risk of late all-cause mortality. The primary author of the article is sebastian dahlbacka, md, phd of heart and lung center, helsinki university hospital, helsinki with the corresponding email sebastian.dahlbacka@hus.fi.